Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Other UDI: (01) unknown (10) lot unknown, UDI is unavailable. This report is for unknown plate condylar/unknown lot number. Implant date: original implant procedure was performed on an unknown date by a different surgeon. Device is not expected to be returned for manufacturer review/investigation. Therapy date is unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision was performed on (B)(6) 2017 due to a broken variable angle (va) condylar plate and midshaft nonunion. The initial implant procedure was performed on an unknown date by a different surgeon. Subsequently after seven months, it was discovered that the fracture did not heal and there was a nonunion. The surgeons stated that they are aware that the nonunion was putting too much stress on the implant; it broke in the center of a combi-hole on the right va condylar 14-hole plate. The patient was revised to a retrograde nail with a spiral blade and two distal interlocking screws by using an antegrade jig to create a third option distally so that there were more points of fixation and greater stability of implant. This complaint involves one (1) device. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity# 11 to 13). This report is 1 of 1 for (B)(4).